Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -1.5/1.5/071 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The lens was explanted on an unknown date due to dysphotopsia and low vaulting. Lens was replaced but it is unknown if replacement occurred intraoperatively. Cause of event is reported as unknown. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -11.50/1.5/071 (sphere/cylinder/axis) was implanted into the patients left eye (os). There is a planned exchange for an unknown reason. The lens remains implanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).